Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Reported issue: on july 30, 2019, it was reported that the device had pressures incorrect when testing. Product review of the vp500d vasopress pump performed by zimmer biomet surgical on august 09, 2019 revealed that the power cord was cut and could not be tested. Additional product evaluation was performed by zimmer biomet surgical on october 03, 2019 since the original evaluation performed on august 09, 2019 did not provide additional information on the failure observed. Product review performed on october 03, 2019 revealed that the power cord was cut exposing wires, there was no plastic covering in ac input socket and the housing had dents and scratches. Repair of the vp500d vasopress pump was not performed by zimmer biomet surgical due to the device being scrapped after product evaluation. The reported event " the device had pressures incorrect when testing " was not confirmed since during product review the device since the device did not turn on and the functional inspection could not be performed. A definitive root cause of the pressure issue could not be determined with the provided information since the reported event was not confirmed as the device since the device did not turn on and the functional inspection could not be performed. The device was scrapped after evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This is a well-known failure mode, with no allegations of harm or injury. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit had pressures incorrect when testing. There was no patient impact and no out of box failure. Upon investigation, it was determined that the device had exposed wires. No adverse events were reported as a result of this malfunction.